Event description:
The customer reported to olympus, during of the sterilization of the evis exera iii colonovideoscope, error100 (air channel one is blocked) kept coming up on the soluscope 3 (from gallay). According to the customer, the error indicates a leak in the air/water channel. Manual cleans were also performed (approximately five (5) times), however, the error remained. During the inspection and testing of the returned device, the channel tube was found to be obstructed by foreign material, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation determined the channel was ¿blocked¿ because the channel tube was obstructed with foreign material. This obstruction prevented water from being supplied. The control body cover had a chip, which caused the insulation resistance value at the distal end not to meet the standard value. The forceps level was damaged, which prevented the up/down knob from locking securely. The bending tube was deformed, which caused the bending angle in the up direction to exceed the standard value. The universal cord was buckling and the adhesive on the rubber of the bending section cover was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following caused the event: ·pre-cleaning was not performed immediately after the procedure, which caused foreign material difficult to remove. ·appropriate volume of water was not fed during pre-cleaning and/or manual cleaning, which caused foreign material difficult to remove. ·partially peripheral equipment which was used in combination with the device entered the auxiliary water channel. ·staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with instructions for use. The event can be detected/prevented by following the instructions for use which state: - "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure." - "flush the auxiliary water channel:the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Olympus will continue to monitor field performance for this device.